Event description:
Caller reported difficulty with pressing the wake button, requiring multiple attempts to turn on the pump screen. There was no adverse impact to the customer's blood glucose level. Customer continued to use the pump for insulin therapy.